Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer¿s representative (rep) they had a lawn mower accident about three weeks ago. Since that time the consumer was unable to recharge beyond half and there was a loss of stimulation. The clinician programmer was used which showed the last recharge session was on (B)(6) for 1.60 hours reaching 75%, which was confirmed by recharger data, but the consumer stated they recharged last week. An impedance check was also performed with electrodes 1, 2, 3, 4, 6, 9, 10, and 15 all greater than 40,000 ohms. Due to the impedance issue the consumer was scheduled for a revision on (B)(6) 2016. The cause of the inability to charge fully was not determined and it was unknown what steps were going to be taken to resolve the issue. At the current time the issue wasn¿t resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.